Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer¿s current blood level was 370 mg/dl. Customer declined troubleshoot for high blood glucose level. Customer was able to unlock keypad and deliver a bolus and it was working now. Insulin pump will not be returned for analysis.